Event description:
On (B)(6) 2010, a spontaneous report was received from a male physician (age not reported) who experienced an accidental exposure while injecting a pt with perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On an unk date, the physician was injecting a pt with perlane-l using a 29 gauge needle with a pink hub. During the implantation of perlane-l, the needle disengaged and the product shot out, resulting in the physician getting the product into his eye. The physician's blink reflex was affected and the lidocaine caused his eye to feel numb. The physician consulted an ophthalmologist and was told "it shouldn't be an issue." The physician's symptoms have since resolved. The lot number and expiration date were 10463-1 and jul-2011, respectively. The physician also reported information regarding two additional accidental exposures which occurred during an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) ((B)(4) and (B)(4)).